Event description:
A caller reported encountering cgm error 42 after a pump came out of storage mode. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to wait 20 minutes before starting a sensor session and successfully resolved the issue by performing a pump reset, after which the error code did not reappear, and the sensor session was started successfully.